Manufacturer narrative:
The customer's address is unknown:  (B)(6) USA has been used as a default.  FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 1 bd ultra-fine¿ mini pen needle was unable to function, and an unspecified number of cases of the pen needle being unable to be removed or attached. The following information was provided by the initial reporter: age-related osteoporosis without current pathological fracture. Defective device has missed some doses. Pt advised pen needle stuck and device (cant remove and cant use). Unknown if user error or defective device. No adverse events reported. Pt could not unscrew needle and it makes it useless, pt cant put another needleback on to continue using rx. Pt got the whole dose that day.

Event description:
It was reported that at least 1 bd ultra-fine¿ mini pen needle was unable to function, and an unspecified number of cases of the pen needle being unable to be removed or attached. The following information was provided by the initial reporter: age-related osteoporosis without current pathological fracture. Defective device has missed some doses. Pt advised pen needle stuck and device (cant remove and cant use). Unknown if user error or defective device. No adverse events reported. Pt could not unscrew needle and it makes it useless, pt cant put another needleback on to continue using rx. Pt got the whole dose that day.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.